Event description:
The customer indicated that a leak was present on a lh 750 slidemaker. The leak appeared to be diluent coming from tubing associated with the aspiration pump. The leak was not contained within the instrument and leaked onto the countertop. The customer cleaned up the leak. The volume of the leak was between five and ten milliliters. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat, glasses and gloves, at the time of occurrence. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. Patient results were not affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available for review.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) indicated that the leak occurred on the backwash tubing on the access module due to a hole in the tubing. The fse replaced the tubing. The slidemaker was returned into service after completion of verified repairs. The failure mode for this event is a hole in backwash tubing. (B)(4).